Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20(mg/dl). Customer addressed low bg by consuming juice and was treated in hospital with intravenous dextrose. Customer was released from the hospital the following day. No further information was provided on the reported event.